Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had needle fractured in the body. The customer¿s blood glucose level was 7.5 mg/dl. Customer also stated that while removing sensor from the body and they recognized that the sensor needle got stocked in body. The device will not be returned for analysis.